Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for service and an issue was observed with the device's display and the display needed to be replaced to address the issue. This information was entered incorrectly by the service technician. No malfunction of the device's display was observed.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device's display was observed. The device's display needs to be replaced to address the issue.